Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative reported a power on reset (por). The por occurred when the patient was trying to charge their implantable neurostimulator (ins). The por was completed. No patient symptoms were reported and the issue was resolved. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.